Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2024-67718. Related manufacturer reference number: 2017865-2024-68161. It was reported that the patient's implantable cardioverter defibrillator (ICD) failed to deliver defibrillation therapy during ventricular tachycardia (vt) and ventricular fibrillation (vf) episodes. Emergency medical service delivered external defibrillations. Programming changes were made. It was also noted that the patient had an infection in the blood. It is unknown if the infection was treated. The patient was stable.